Event description:
My philips respronic CPAP dreammachine has been recalled. I have not tested machine and am still using it. Machine is due for normal replacement in (B)(6) 2022. FDA safety report ID # (B)(4).